Manufacturer narrative:
The investigation of stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 the selection life-threatening was inadvertently selected on the initial manufacturer device report number 1220648-2025-26173 h3 yes was inadvertently selected for evaluation summary on the initial manufacturer device report number 1220648-2025-26173, the investigation results were not included in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." Section: warnings, cautions & precautions: "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers."

Event description:
The user facility reported a patient implanted with an impella 5.5 device for mechanical circulatory support (mcs) experienced a hemorrhagic stroke and would subsequently expire. The patient was admitted in for an emergency percutaneous coronary intervention to the right coronary artery approximately 15 days prior to the impella 5.5 device implant procedure. The next day following the pci, the patient went into ventricular fibrillation and underwent pci to the left anterior descending artery. Intraoperative blood clots arose and left main artery infarction occurred; extracorporeal membrane oxygenation (ECMO) and intra-aortic balloon pump (iabp) were placed. Sometime thereafter, the patient was taken off ECMO and iabp and crashed in a few hours. The patient was placed on ECMO and iabp again. Eventually, the patient was placed on the impella 5.5 device for mcs. Nine days later after start of the impella 5.5 mcs, however, the patient would experience a hemorrhagic stroke. The team was unable to maintain the patient's hemodynamics, and the patient would expire this day. Actions taken were use of sodium bicarbonate in the purge, and blood coagulation management. It was further noted activated clotting time was not excessively prolonged, and the hemorrhage was an unpredictable accident. The relationship between the impella device and stroke is noted to be unknown, and the patient expired from multi-organ failure due to the cerebral hemorrhage. There is not enough evidence to exclude impella as an associated factor. Per the report, the relationship between the device and hemorrhagic stroke is unknown and therefore the demised outcome cannot be dissociated.